Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Device distal end kink. Updated on 21jan2025 tp: 1. Are images of the device or procedure available? No. 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? Proximal end. 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? After entering the endoscope. 5. If the device is a procore needle, is the device damage located at the notch / core trap? No information provided. If no, please specify where the damage is located: procore. 6. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. A. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. B. 2r, 2l, 4r, ao, ar, 11ri, 11s. 6. Please describe the size of the intended target site. 3x2.8, 3/2.8. 7. If not with the device in question, how was the procedure performed and/or finished? With another same device to continue the procedure. 8. Was the device used in a tortuous position? No. 9. Are images of the device or procedure available? No. 10. Was it damaged in packaging before removal? No. 12. Was it damaged on removal from packaging? No. 13. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: 14. What is the endoscope manufacturer and model number that was used? Olympus. 15. Was force required on insertion of device into scope? No. 16. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction?advancement and retraction into or out of sheath. 17. Was difficulty experienced while retracting the needle? Yes. 18. Was the syringe used during the procedure, after the stylet was removed? Yes. 19. Was the needle able to be fully retracted before removing from the patient? No. 20. Was gaining access to the targeted site difficult? No. 21. Was the endoscope in a flexed or twisted position at any time during the procedure? Flexed. 22. Was needle penetration of the targeted site difficult? Slightly. 23. Was the stylet partially removed prior to advancement of needle? No. 24. How many biopsies/passes were obtained with use of this needle? 1. 25. Did any section of the device detach inside the patient? No. 26. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. 27. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. 28. Was there difficulty in attachment / detachment of the leur to the scope? Yes. 29. If the device is procore and it is kinked distally, is the kink at the notch / core trap? No. Procore. 30. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. 31. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No. 32. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. 33. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Not ebus procedure. Ebus, ebus.

Event description:
A supplemental report is being submitted due to completion of the investigation on 24-jun-2025.

Manufacturer narrative:
Device evaluation: 1 unit of lot c2153850 of echo-hd-22-c was returned evaluation opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 15 jan 2025. On evaluation of the devices the following observations were made: visual inspection: device returned with stylet not fully inserted. Proximal kink below the sheath extender observed. Distal kink on the sheath observed approx. 5cm from the tip of sheath. Stylet examined and no issue observed. Functional inspection: sheath extender able to advance and retract without any issue. Needle handle unable to advance or retract. Stylet removed from device with difficulty. Attempted to re-insert the stylet but would not pass the kink below the sheath extender. Needle removed from the device without difficulty. Proximal kink observed below sheath extender at the same point as the sheath kink. Distal needle kink observed approx. 4.8cm from the tip. Confirmation was requested with engineer as follows: ¿could you please confirm if an additional complaint is required for the proximal kink observed during the lab evaluation, or if it can be considered a cascading effect of the distal kink?, additionally, as per question no. 28, there was difficulty in attaching/detaching the luer to the scope. Should this be captured in an additional complaint?¿ the response received was: ¿an additional complaint is required for the attachment/detachment luer issue which led to the proximal kink¿. An additional complaint ((B)(4)) has opened to capture the ¿difficulty in attaching/detaching the luer to the scope¿. Manufacturing records: prior to distribution, all echo-hd-22-c devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-c of lot number c2153850 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order c2153850. A second complaint ((B)(4)) is registered for the same device to capture the ¿difficulty in attaching/detaching the luer to the scope. Instructions for use and/label: the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0077). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined, as the circumstances of use cannot be replicated in the laboratory. However, a possible root cause may be attributed to the needle tip striking the edge of the scope upon insertion, especially if the device was in a flexed or twisted position during the procedure. As per additional information (q21) ¿ the endoscope was in a flexed position. This may have caused the distal end of the needle to kink, as described in the complaint: "device distal end kink. The distal sheath kink observed during lab evaluation is likely a cascading effect of the distal needle kink. Please note, the proximal kink and the reported difficulty in attaching/detaching the luer to the scope will be addressed in a separate complaint ((B)(4)) that has been raised. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: confirmed quantity of 1 device, confirmed used. According to the initial reporter, the patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a possible root cause may be attributed to the needle tip striking the edge of the scope upon insertion, especially if the device was in a flexed or twisted position during the procedure. As per additional information (q21) ¿ the endoscope was in a flexed position. This may have caused the distal end of the needle to kink, as described in the complaint: "device distal end kink. The distal sheath kink observed during lab evaluation is likely a cascading effect of the distal needle kink. Complaint is confirmed based on visual and/or functional inspection.